Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for a shunt percutaneous transluminal angioplasty (pta) procedure in the moderately tortuous forearm. During the procedure, during the first inflation, the balloon ruptured at 8atm by the severe calcification. There were no patient complications reported. The procedure was completed with another of the same device. It was further reported that the balloon was simply pulled out from the patient's body and the patient's status was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 11:16 am CT. The report number is being corrected from: 2134265-2018-64402 to: 2134265-2018-64317.

Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for a shunt percutaneous transluminal angioplasty (pta) procedure in the moderately tortuous forearm. During the procedure, during the first inflation, the balloon ruptured at 8atm by the severe calcification. There were no patient complications reported. The procedure was completed with another of the same device. It was further reported that the balloon was simply pulled out from the patient's body and the patient's status was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 11:16 am CT.the report number is being corrected from: 2134265-2018-64402to: 2134265-2018-64317. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal marker band. An examination of the balloon material and marker band identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for a shunt percutaneous transluminal angioplasty (pta) procedure in the moderately tortuous forearm. During the procedure, during the first inflation, the balloon ruptured at 8atm by the severe calcification. There were no patient complications reported. The procedure was completed with another of the same device.